Event description:
Consumer reports both she and her husband experienced a chipped tooth.

Manufacturer narrative:
There are two patients, one male and one female (husband and wife). The consumer did not identify which spinbrush products were used. Since the consumer did not identify which spinbrush products were used, all possible manufacturing sites are listed below. (B)(4).